Event description:
It was reported that there was a right ventricular lead warning due to low impedance, and that the patient had pocket stimulation when tested in unipolar. It was also reported that lead had low sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.